Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with the a replacement adc device. The customer initially reported that the device would not power on and was issued a replacement. Due to a delivery delay, the customer did not have a device to monitor glucose with and experienced symptoms of dizziness, sweating, and lost consciousness. The customer was treated at home with glucagon injection by a third-party. There was no report of death or permanent impairment associated with this event.